Event description:
Pt has had s suprapubic cystostomy since approx, in 2005 with no catheter-related problems until today. Distended bladder, pain, and urge to void (all acute onset) prompted a visit to the urologist who replaced the existing catheter and pronounced it as "defective," catheter was discarded in m.d. Office by staff. Both catheters were provided by same visiting nurse. Device discarded.